Event description:
It was reported that the atrial lead had high impedance and the physician elected to explant and replace the atrial lead during a system change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 6949-65 implantable tachy lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing.